Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported a colleague infusion pump with a false air in line alarm. According to the facility, it is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a false air in line alarm was confirmed and reproduced during product evaluation. This condition was caused by a piece of hospital grade tape being stuck on the air sensor. The hospital grade tape was removed to correct the reported condition. A service history review was performed revealing the reported condition is not related to any previous reported problem with this pump. Should additional information be received, a follow-up medwatch will be submitted. Additional information: upon further review of the pump's event history, baxter personnel discovered that the reported condition of a false air in line alarm interrupted delivery on the customer reported event date. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.